Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is 72 mg/dl. Trouble shooting was conducted. Device is being returned. No further info available.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery alarm, displacement test and motor test. No motor error alarms noted. Unit received with cracked case at display window corners, minor scratched display window. Unit received with corroded battery tube.